Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that her doctor was having difficulty uploading the insulin pump. The customer then stated that she was hospitalized for diabetic ketoacidosis. The customer stated that the insulin pump was alarming no delivery, and her blood glucose levels began to elevate. The insulin pump was dropped by hospital staff days earlier. Troubleshooting was performed, and the insulin pump passed the self test. The customer did not want to continue troubleshooting. She asked to have the insulin pump replaced. Nothing further was reported.